Event description:
The user was questioning the "shock advised" notification that changed to "no shock advised" during a patient use event. The patient outcome is unknown..

Event description:
Updated information received from the customer states the patient survived. The user was questioning the "shock advised" notification that changed to "no shock advised" during a patient use event. The patient outcome is unknown..